Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device: had liquid damage, the device did not function, the indicators were red and there was liquid residue which in the module liquid which caused damage. The device also failed pretests for check for externally cleanness and foils of liquid damage, information button and self-test, charging and checking of power module in charger,function- test, saw-test and check indicator- liquid damage. It was reported in the service order that the device would not charge. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.